Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 330 mg/dl. Reportedly, the infusion set was changed to address the issue. Subsequently, the customer reported that insulin was not observed to be exiting the tubing during fill tubing with the new infusion set. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed.